Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a power error alarm every four hours. The customer's blood glucose was unknown. The caller also reported that their reservoir's retainer ring was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched lcd window. Low battery alarm confirmed in the formatted history file and then pump error 25 due to connector resistance issue printed circuit board. Power management graph was abnormal due to connector resistance issue printed circuit board. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range.